Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. Visual summary analysis of the lead indicated damage at implant. Analyst commented, sheath introducers are designed to have a lead inserted into the hemostasis valve, then slit off. They are not designed to have a lead withdrawn from the hemostasis valve. Should an issue occur, the lead and introducer should be withdrawn together. Helix appears to have gotten caught on the sheath and stretched causing permanent damaged to the helix.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, during insertion of the atrial lead, there was difficulty in delivery of the lead from a sheath to the superior vena cava (svc). As the lead was restored into the sheath, the tip of the helix was caught on the tip of the sheath. The lead was pulled and then, the tip was unexpectedly extended. The atrial was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.